Event description:
In 2008, the patient reported that she experienced an elevated blood glucose of 211 mg/dl 2 hours after inserting a new infusion site. She stated that prior to changing the infusion site her blood glucose measured 164 mg/dl. She stated that she then drank a cappuccino and bolused (competitor infusion device) but she began to feel like she "had the flu," and she experienced shortness of breath. She then took a bath and went to sleep. When she woke up, her blood glucose measured 500 mg/dl. To troubleshoot the patient was instructed to remove her infusion site, and she found that the cannula was bent. She stated that she did not realize the infusion site should be inserted quickly. The patient inserted a new infusion site. Upon follow up the next day, the patient reported that she continued to experience elevated blood glucose. She consumed 35 grams of carbohydrates and bolused and her blood glucose elevated to 315-330 mg/dl. She contacted the infusion device manufacturer and her infusion device was replaced. She began use of injection therapy to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.